Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6)2023 at 20:19:00.000, (B)(6) 2023 at 03:26:00.000, (B)(6)2023 at 11:06:01.000, (B)(6) 2023 and 20:18:01.000. Pump passed self test, sleep current measurement and active current measurement. No unexpected replace battery alarm during testing. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection. Per visual inspection found moisture damage on the pcba1 noted. The p-cap locks properly into the reservoir compartment. Pump received with missing display window/cover, cracked keypad overlay, stained keypad overlay, cracked case, scratched case and cracked case-corner of belt clip rails. Customer alleged for charge/battery lasts less than expected was confirmed in the pump history due to moisture damage on pcba1. Cosmetic damage location was not specified at the back of the pump, however, other cosmetic damage confirmed where cracked case corner of belt clip rails and cracked case were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the ngp early battery depletion, short battery life on the pump, and a crack on back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.